Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient underwent removal surgery on (B)(6) 2021. It was reported the patient underwent robotic repair of a recurrent incisional hernia, lysis of adhesions, and only mesh repair and an unknown mesh was placed. It was reported that the patient experienced other undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 7/6/2022 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.